Event description:
It was reported that durung a ptca/stent procedure, the stent delivery system was then advanced, and force had to be used in order to cross the lesion, contrary to instructions for use. The stent was deployed. The stent delivery system was deflated, but would not move out of the deployed stent. An attempt was made to remove the stent delivery system by inflating several times. Contralateral arterial access allowed a competitor's balloon to be advanced through the stent and inflated. The stent delivery system was loosened from the stent, and was removed from the body. At the end of the procedure, the stent appeared fully opposed to the wall of the artery, but did not appear completly symmetrical. No patient injury was reported. No other information was provided.